Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose due to a heavy cold and a vaginal infection. The blood glucose reading was 35 mmol/l. Troubleshooting was performed. The device passed the self and high pressure tests. The time and date were correct. The alarm history revealed a low reservoir and a weak battery alarm. It was stated that the customer does not use the quick serter and had some irritation at the site. No further information was provided.